Event description:
It was reported that the bd¿ plastipak syringe had a bent luer tip. The following information was provided by the client: "we received a technical complaint about the product disposable syringe 10ml w/ luer slip where the luer is bent, making it impossible to use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ plastipak syringe had a bent luer tip. The following information was provided by the client: "we received a technical complaint about the product disposable syringe 10ml w/ luer slip where the luer is bent, making it impossible to use."

Manufacturer narrative:
H.6. Investigation: batch history analysis was performed, quality notifications and maintenance records were checked, and potential failure-related records were not found. However, it was possible to confirm the deviation by analyzing the photo sent by the customer (luer damaged). The process was evaluated and, according to the investigation carried out, a possible cause of the defect could have been a punctual entanglement caused in the conveyor belts after the siliconization step of the syringe. H3 other text : see h.10.